Manufacturer narrative:
Reporter phone number (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced intracranial hemorrhage and hematoma during the placement of the lead. Non-significant pneumocephalus and mild vasogenic edema was notes. Medication was administered to address the issue. Reportedly, that issue has resolved. The patient is clinically asymptomatic.